Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that no pod occlusion alarms were generated on this day. The cloud data showed that the pod ran and delivered pulses of insulin until deactivated by the user. It could not be determined if the pod struggled to deliver insulin or was visibly occluded without performance data downloaded from the pod directly and physical testing of the pod respectively. The exact cause of the reported occlusion event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 450 mg/dl while wearing the pod for an unknown duration. It was reported that the pod had an occlusion. No medical assistance was required.